Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the device was found in aai mode with the displayed message, erased parameters. The device was reprogrammed to ddd. The device exhibited normal function as long as the telemetry wand was in place. As soon as the wand was removed, the device switched to aai mode. Subsequently, the device was replaced.